Manufacturer narrative:
Additional information received on 10 march 2017 and includes: the patella mentioned in the complaint is a bone, not a device. Only the liner was revised, no other components. No additional cuts were made. Batch review performed on 27 march 2017. Lot 142831: (B)(4) items manufactured and released on 22 september 2014. Expiration date: 2019-07-31. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon noticed that the patella was dislocating. The surgeon swapped the poly to a thicker poly. The surgery was completed successfully. X-rays and explants are not available.